Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device is consistent with the information reported on the complaint form (lot# 211894050). A visual and tactile inspection was performed on the device: dry blood traces were found, and the balloon was longitudinally cut (about 40mm). If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of an amphirion deep pta balloon with a 7fr sheath and 0.014 unknown guidewire for the treatment of a slightly calcified plaque lesion proximal location of the right anterior tibial artery. Vessel reported as being slightly tortuous. Lesion exhibited 90% stenosis. A non-mdt inflation device was used. IFU was followed and device was prepped without issue. It was reported that a longitudinal burst occurred at a pressure of 7atm. It is unknown how many inflations were applied to the balloon prior to this issue. Device was not passed through a previously deployed stent. No resistance was experienced, and no excessive force was used. All fragments of the balloon were retrieved - only tear. The procedure was completed using another balloon. No patient injury was reported.